Event description:
It was reported that stent fracture occurred. Vascular access obtained via femoral artery. The 40x3.5mm, concentric, 90-95% stenosed target lesion was located in a non-tortuous left anterior descending (lad) artery. Predilation was done using a 2.5x20mm maverick2 balloon which reduced the stenosis to 60-70%. A taxus element 3.5x28mm stent was implanted. A 16mm x 3.50mm taxus element stent was then implanted to cover the remaining part of the lesion overlapping the first stent. After dilating the overlapped point by the second stent, it was observed that there was a filling defect in the second stent, and stent fracture occurred. A 4.0x12mm taxus liberte was implanted to cover the fractured stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).